Event description:
After a questionable essure placement with difficult right tube placement, I began noticing painful intercourse, excessive bleeding during menstruation, prolonged menstruation lasting several months at a time, inflamed uterus, inflamed cervix, right sided pains, severe body aches, significant pain that impairs functioning, severe fatigue, weight gain, severe bloating, swelling, brain fog, migraines and occipital neuralgia with frequent use of medications to treat symptoms with few answers as to the causes. I've had itching, rashes, hives and more since placement.